Event description:
It was reported that this patient with another manufacturers cardiac resynchronization therapy defibrillator (crt-d) system presented to the hospital with a device infection and the crt-d system was extracted, including a laser lead extraction. A few days later, the patient was implanted with a boston scientific cardiac resynchronization therapy pacemaker (crt-p) system, which included boston scientific right atrial (ra) and right ventricular (rv) leads and another manufacturers left ventricular (lv) lead. The patient was discharged from the hospital two days after the crt-p system implant. Approximately one month later, the patient presented to the emergency department (ed) with signs and symptoms of sepsis. The patient was subsequently discharged home to an assisted living facility with antibiotics. The patient subsequently presented to the ed again 17 days later with signs and symptoms of sepsis. The patient was admitted to the hospital and given antibiotics to treat cardiogenic shock due to sepsis but passed away two days later. It was noted in the patients medical documentation that they had a urinary tract infection, but the cause of the sepsis was not mentioned. The crt-p system was not explanted post-mortem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.